Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a recoverable fault 23070 occurred on the universal surgical manipulator (usm) 4. Prior to calling support, the surgeon had decided to convert to laparoscopic. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and could confirmed an error pointing to the set up joint (suj) 4, axis 3, being outside of limits. The tse guided the customer to move the usm 4 along all axis and to emergency power off (epo) the patient side cart (psc), but the error persisted. The tse guided the customer on how to deactivate usm 4 after moving it out of the operation field and explained that they can proceed with the 3 arms, however surgeon decided already to proceed with laparoscopic. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to a traditional laparoscopic approach. The conversion resulted in increasing port size incision because the robot had to be undocked. Additional ports did not have to be placed. The patient tolerated the change as the procedure was minimally invasive.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the set up joint (suj) encoder and suj shoulder harness to resolve the fault. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation.